Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the battery for the device was not charging in the third party cadex charger. There was no reported patient or user involvement and no adverse patient/user impact.